Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting on. As a part of the troubleshooting process fse reloaded the device's backup. After reloading the device's backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that allura system would not boot up and get stuck. The device was not in clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) inspected the device onsite and resolved the issue by reloading the device's backup. System was returned to use in good working conditions.